Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that as part of the review of a pmcf survey it was found that after a bicep's tendon lesion the fixation of a swivelock suture anchor was not achieved successfully. Due to trauma and pullout, or detachment of the suture anchor from the bone which led to a loss of the intended fixation or tension. It was further reported that the failure of fixation was treated through a revision surgery.